Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Manufacturer narrative:
We were alerted of this event by medwatch #(B)(4). Several attempts have been made to obtain more information surrounding the event but no information has been received. According to received information from the hospital the ventilator is back in service and no further problem has been reported. Our field service engineer was on-site to investigate the ventilator, but did not gain access to the ventilator, due to it being in use at the time. It is not possible to determine the root cause of the reported failure since no device logs were made available and no parts have been replaced. Therefore, no investigation has been performed.

Event description:
(B)(4).

Event description:
A medsun medwatch report #(B)(4) was received stating that: "the ventilator turned off when the access panel was opened. No harm cam to the patient, who was on non-invasive CPAP. Ventilator was replaced with a new ventilator and red-tagged with description of event." (B)(4).